Event description:
It was reported that, "dr. Nessler was drilling pilot hole for screw in a screwfix baseplate. The drillbit broke inside the tibia. It took him a while to fish out the piece of drillbit.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received, will be provided on a supplemental report.